Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2016-01286, 01287, 01288, 01289, 01290 and 01291) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%) with pump stops. It was also stated that both power ports are loose (by slipping out of the sealing ring between connector and housing). It was further stated that it was unknown if damaged had occurred. An elective controller exchange was performed and there were no effects on the patient and the patient was doing fine the whole time. No additional information provided.

Manufacturer narrative:
One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed four controller power-up and their associated motor start events. These events are indicative that both power sources were disconnected from the controller. Log file analysis also revealed multiple premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported loose power connectors with displaced o-ring gaskets could not be confirmed, both of the controller's power connectors were secure against the controller housing. The reported premature switching events could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported premature switching events can be attributed to a communication error between the controller and the batteries. No failure detected, the reported loose power connectors could not be confirmed at the bench level. Additional system component being reported for this event: battery : (B)(4) - expiration date: 10-31-2015, (B)(4). Battery: (B)(4) - expiration date: 10-31-2015, (B)(4). Battery: (B)(4) - expiration date: 10-31-2015, (B)(4). Battery: (B)(4) - expiration date: 10-31-2015, (B)(4). Battery: (B)(4) - expiration date: 10-31-2015, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2016-01286, 01287, 01288, 01289, 01290 and 01291) submitted for devices related to the same event.